Event description:
The advocate stated the customer received a control result of 162mg/dl on the contour next. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The control solution was not expected to be returned for evaluation. Product was not replaced.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.